Manufacturer narrative:
A patient experienced a suspected infection at the site of their trial scs leads was reported to abbott. It was noted that patient was hospitalized and was to undergo further testing for either suspected meningitis or sepsis. The patient's trial leads were explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number:3006705815-2023-04942. It was reported that the patient was experiencing a suspected infection at the site of their trial scs leads. It was noted that patient was hospitalized and was to undergo further testing for either suspected meningitis or sepsis. Surgical intervention was taken on (B)(6) 2023 wherein the patient's trial leads were explanted to address the issue.